Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringes integra 3ml w/ndl 25x1 rb experienced leakage at the connection site which was noted during use. The following information was provided by the initial reporter: material no: 305270 batch no: 9001855. Description: this flu season we have seen a few issues with the quality of the bd integra syringes. In the past we have had a few syringes where the needle is not tight and part of the immunization shoots out the side. As a result of not wanting to re-vaccinate a patient our pharmacists have become fanatical about making sure the needles are tight before using. This season we are seeing a situation where the needle is already tightened but there is still a failure with liquid shooting out from the needle attachment point (luer-lock). Our local store has seen 5 failures this year. The last one involved transfer of diluent to a shingrix shot. That one hurts because we are allocated on doses and the diluent cannot be obtained separately. For reference the lot # on this last box of syringes is 9001855. Per customer response: thank you for your response. To clarify the complaint, the needles were checked to make sure they were tight on the syringe prior to administering the vaccine. However, some of the vaccine still leaked out when the immunization was administered. Per our safety protocol all used needles and syringes are immediately placed into a sharps container.

Manufacturer narrative:
H.6 investigation summary : no photos or samples were received for evaluation. In regards to the question "is there an integra where the needle is not removeable? If so, what are the error types and rates on those?", bd integra syringes are only manufactured with removable needles. Unfortunately, a physical unused sample is required for leakage testing. Since no samples displaying the reported condition were received a potential root cause could not be defined. A physical unused sample from the same batch would be helpful for a more thorough evaluation and potential root cause determination. No corrective actions are necessary at this time. A DHR was performed release date: (B)(6) 2019. Released quantity was 376,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9001855 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that 5 syringes integra 3ml w/ndl 25x1 rb experienced leakage at the connection site which was noted during use. The following information was provided by the initial reporter: material no: 305270 batch no: 9001855 description: this flu season we have seen a few issues with the quality of the bd integra syringes. In the past we have had a few syringes where the needle is not tight and part of the immunization shoots out the side. As a result of not wanting to re-vaccinate a patient our pharmacists have become fanatical about making sure the needles are tight before using. This season we are seeing a situation where the needle is already tightened but there is still a failure with liquid shooting out from the needle attachment point (luer-lock). Our local store has seen 5 failures this year. The last one involved transfer of diluent to a shingrix shot. That one hurts because we are allocated on doses and the diluent cannot be obtained separately. For reference the lot # on this last box of syringes is 9001855. Per customer response: thank you for your response. To clarify the complaint, the needles were checked to make sure they were tight on the syringe prior to administering the vaccine. However, some of the vaccine still leaked out when the immunization was administered. Per our safety protocol all used needles and syringes are immediately placed into a sharps container.